Event description:
The customer reported that while running an hiv-1/2 assay, summit sample handler did not pipette sample in well position a12 and did not give an error message. An ortho field service engineer was dispatched and was unable to duplicate the problem. "Fse" replaced tip clamp #12. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint numer 00-04255-08.